Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and boston scientific lynx suprapubic mid-urethral sling system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat pelvic relaxation, cystocele, rectocele, vault prolapsed, stress urinary incontinence. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It is noted that the patient underwent a surgical procedure on (B)(6) 2008 for recurrent cystocele with vaginal vault prolapse and urinary retention, as well as mesh erosion.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.